Event description:
The customer contact reported the device did not deliver a bolus dose when the bolus button on the bolus cord was pressed. The device was being used to deliver an unspecified pain medication. It was reported at an unspecified tine, the device did not deliver a bolus dose when the bolus button was pressed. No specific details were provided. It was reported that there was a delay in therapy; however, the customer contact reported that the patient received intravenous push pain medication as needed for pain. On (B)(6) 2014, during testing at the user facility, it was reported that the bolus connection on the docking station is incorrect, resulting in a bolus dose not being delivered. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.